Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of two inappropriate shocks in two separate episodes. Review of the stored episodes noted the patient appeared to be in a supraventricular tachycardia (svt) with aberrancy. Technical services (ts) discussed potential programming options. No adverse patient effects were reported. This device remains in service. It was reported that an additional inappropriate shock was delivered while the patient was exercising. Review of the stored episode noted that the heart rate increased and appeared to be svt with aberrancy. The inappropriate shock occurred on a t-wave and caused ventricular fibrillation (vf). A second shock was then delivered and converted the vf. Technical services (ts) discussed potential programming options, however, noted that programming around this condition may be difficult. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of two inappropriate shocks in two separate episodes. Review of the stored episodes noted the patient appeared to be in a supraventricular tachycardia (svt) with aberrancy. Technical services (ts) discussed potential programming options. No adverse patient effects were reported. This device remains in service. It was reported that an additional inappropriate shock was delivered while the patient was exercising. Review of the stored episode noted that the heart rate increased and appeared to be svt with aberrancy. The inappropriate shock occurred on a t-wave and caused ventricular fibrillation (vf). A second shock was then delivered and converted the vf. Technical services (ts) discussed potential programming options, however, noted that programming around this condition may be difficult. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of two inappropriate shocks in two separate episodes. Review of the stored episodes noted the patient appeared to be in a supraventricular tachycardia (svt) with aberrancy. Technical services (ts) discussed potential programming options. No adverse patient effects were reported. This device remains in service.